Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited red alert due to high out of range impedance measurements, measuring greater than 126 ohms on the right ventricular (rv) channel. Upon further review, the impedance measurements were greater than 145 ohms. The plan is to continue monitoring. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted due to normal battery depletion and the device was returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited red alert due to high out of range impedance measurements, measuring greater than 126 ohms on the right ventricular (rv) channel. Upon further review, the impedance measurements were greater than 145 ohms. The plan is to continue monitoring. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.